Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, the patient's leadless pacemaker failed to capture and the patient became hypotensive and exhibited pulseless cardiac activity (pea). Patient carbon dioxide also noted to drop post anesthesia. It was determined that the patient sustained cardiac perforation resulting in effusion and tamponade. Cardiopulmonary resuscitation was administered, and pericardiocentesis was performed. The patient deceased during procedure.